Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: approximately 8 months post-operatively, the patient began to show signs of red dots on abdomen, allegedly, atopic dermatitis which spread to other parts of the patient's body. Patient is taking medication.